Manufacturer narrative:
Other components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician.

Event description:
Additional information was received from a manufacturer's representative (rep) on 10-oct-2016. The rep confirmed that they were the initial reporter of the event. The rep also stated that, after confirming with the hospital and the doctor, the patient was reported as being drowsy for the beginning part of the day as a result pf the priming bolus error, but overall was doing well.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient who was receiving baclofen (concentration 2000 mcg/ml, dose 200 mcg/day) via an implantable pump for intractable spasticity. A catheter revision was performed on this report date and after the case, he chose no drug in path accidentally so both the catheter and pump tubing was primed when only the catheter needed to be primed. The dose was also lowered to 200mcg/day from 380 mcg/day. Nothing had been reported to him regarding any side effects the patient may have had from the additional bolus, but they just discovered the error and were checking with the hospital, he stated he would call back if he learned anything new *see pe (B)(4) sxs post refill; revision; cath twist/kink.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.